Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented to the emergency room due to diaphragmatic stimulation. The left ventricular lead exhibited loss of capture and upon a fluoroscopy, it was observed that the lead had dislodged. On (B)(6) 2014 the lead was successfully repositioned.